Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a ligation of internal hemorrhoids procedure performed on (B)(6) 2024. During the procedure, the bands could not be deployed normally. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy normally.